Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that emergency protocol was initiated for the patient. No further information was provided, troubleshooting was unable to be completed and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced a blood glucose excursion while on the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission: 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.